Event description:
It was reported that the cable either does not work when a sp02 sensor is attached to it or might give intermittent readings if the cable is jiggled. No pt involvement.

Manufacturer narrative:
The products have been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
Updated serial # to (B)(4). Updated to 'health professional'. Updated to (B)(6) 2013. The returned cable was evaluated. During this testing the unit was found to be non-functional. No measurements were possible with this cable. The issue was most likely due to frayed or damaged wires inside the connector or bend relief area. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.